Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a MRI scan, the device entered bvvi and did not have defibrillation therapy support. The device was reprogrammed to resolve the event and the patient was stable and will continue to be monitored.